Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 4 of 4. The patient line became inadvertently disconnected from the transfer set just before the end of therapy, causing the se 2240 alarm. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the system error 2240 alarm was the patient disconnected from the transfer set prior to the end of therapy. The cause for the disconnection was not determined.